Event description:
It was reported that the device was explanted due to extended charge time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The anomaly observed in the field was confirmed in the laboratory. The extended charge time anomaly was due to an anomalous component.